Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not power on when they pressed the on/off button. The device¿s readiness display showed an ok icon. The device's lid would open but no voice prompts were heard. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device had fluid ingress, which led to some contamination within the charge-pak bay and also corrosion on the on/off switch.  The corrosion on the on/off switch caused the switch to measure open.  During testing, the on/off switch was verified to not power the device on.